Event description:
Information received by medtronic indicated that the dial was difficult to move when dosing on the inpen. Troubleshooting was performed and found that the customer was having difficulty when moving the dose knob/dial. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen and will be returned for analysis.

Manufacturer narrative:
The inpen paired to the commercial app with small pairing dose. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. Resistance noted when dialing a dose. When dosing 30 units dose knob/dial gets jammed at 14 units and becomes difficult to fully dispense 30 units. Unable to perform functional test. Pending further analysis that will be performed at san diego location. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A complete analysis and testing of the inpen showed that, per visual inspection: cap does not fit securely to inpen. No physical damage to cartridge holder. The inpen paired to the commercial app with small pairing dose. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. Resistance noted when dialing a dose. When dosing 30 units dose knob/dial gets jammed at 14 units and becomes difficult to fully dispense 30 units. Unable to perform functional test. Pending further analysis that will be performed at san diego location. In conclusion: per san diego analysis, debris was seen inside the dose knob which made dialing slightly more difficult. Front shell snap arm damage. Therefore, the customer concern of difficult to dial/dose was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.